Event description:
Ablation completed. Upon removal of catheter through sheath, the sheath broke leaving part of the sheath in the femoral vein. Attempted to remove in the electrophysiology lab by vascular surgeon. Unable to remove and the patient was taken to the or where it was removed.